Manufacturer narrative:
A titan otr pump and cylinders 1 and 2 were received for evaluation. Microscopic evaluation revealed partial separations within abrasion on the pump inlet tubing. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on all pump strain reliefs. No functional abnormalities noted with the pump. Evaluation revealed a separation within abrasion in the cylinder 2 exhaust tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the separation to be surrounded by partial separations. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on both cylinder exhaust tubes. No functional abnormalities were noted with cylinder 1. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump strain reliefs and exhaust tubing of cylinders 1 and 2 were overlapping in-vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress to cause a separation through the cylinder 2 exhaust tubing at this site. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to pump tubing leakage. No other adverse patient effects were reported.